Manufacturer narrative:
Investigation pending.

Event description:
Caller reported discrepant results using the inratio meter. Pt self tester got 3.3, 3.8, and 2.8 before calling in to technical services. All on separate fingers. He was pretty sure it was a technique problem. Had trouble filling cap tubes with first drop on each test, so he switched to testing directly and got results with the 2nd or 3rd drop. Retested over the phone direct from fingertip. First drop always missed the sample well. Sometimes it was the 3rd or 4th drop that went in. Got 1.9 twice while on the phone. Tested again and 1st drop hit; this time got 3.3. Customer was initially requesting re-training, but decided to wait. Pt felt comfortable with the 3.3 result (technique was better that time).